Event description:
It was reported that when the patient came back to do the stage 2 procedure, it looked infected, and so the lead was moved to the other side. The stage 2 was completed about ¿three weeks out from¿ the stage 1 or advanced evaluation. It was noted the patient had a heart condition that arose before the stage 2 implant. The implant procedure was postponed until the patient received cardiac clearance, so the patient was on the stage 1 evaluation for over 30 days. Refer to manufacturer report #3004209178-2014-12764. Information reasonably suggests the infection persisted when the patient had the full system implanted. This report captures the same issue with the currently implanted full system.

Manufacturer narrative:
(B)(4).